Event description:
Boston scientific received information that during revision procedure, this implantable pacemaker exhibited low out-of-range pace impedance measurement of 200 ohms in bipolar and 250 ohms in unipolar. The cause of observation was not determined. Subsequently, the right atrial (ra) lead was tested with psa which indicated low impedance. The device was then programmed to unipolar pacing. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.